Event description:
The event involved a chemoclave® vented bag spike where the reporter stated, three events of paxil leaks from air vent during infusion. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation. The investigation is pending.

Manufacturer narrative:
Received two (2) used. List # ch-14, chemoclave® vented bag spike; lot # 13850543. Two (2) used. List # unknown, 5% glucose 250ml semi-rigid bottle; lot # 123a62c. This captures the first of two. The filters were observed to be wetted out. The reported complaint of a leak could be confirmed. Both sets were tested and a leak was observed at the air vent. The probable cause is from the temporary loss of hydrophobic properties. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.